Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station was not syncing through the server. A technical support specialist (tss) contacted the customer who confirmed that the station was successfully synchronized. The tss checked the logs for the root cause of the issue, confirmed the port 10000 appeared to remain active with no issues, followed the knowledge article, "proper datasync procedure & how to place a new db in es station", confirmed the customer had switched from auto-negotiation to half duplex back and forth a few times before the station finally started to work and the customer was then instructed to re-toggle the network speed and duplex settings. After performing these steps, the issue was resolved. The system functioned as intended after technical support specialist investigated the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not syncing with the server. The customer reported that after upgrading the software version from 1.5 to 1.6, the station became unable to resynchronize. An error message stating "device is unable to download" was displayed on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.